Event description:
The pt's meter was prompting a not ok message and an error 1 message. The reporter stated that the pt was unable to resolve the problems with the meter. The pt was taken to the hosp, but treatment was reported as "none." The pt did not move the meter while testing and the meter was cleaned correctly. The correct testing technique was used and the batteries were in good condition. The issue was not resolved with troubleshooting. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. The pt's blood glucose results and symptoms, if any, are not known. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more info. A replacement meter has been sent.